Event description:
It was observed that during the device evaluation, the camera head exhibited flooding of image and cables. Additionally, scope mount adhesion (deposits) was observed. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause could not be determined. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Olympus will continue to monitor the field performance of this device.